Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information.

Event description:
It was reported, that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).